Event description:
Event was reported to (B)(4) by an attorney. The patient experienced urinary incontinence, dyspareunia, utis, neuropathy, nerve damage, severe abdominal pain, and cystocele. No further information has been provided.